Event description:
A site biomedical engineer reported that the front left caster on their stealthstation s7 system cart broke off. It appeared that the thread on the wheel has broken completely. This event was reported outside the operating room, no patient was present.

Manufacturer narrative:
No patient information provided as no patient was present at the time. A medtronic representative, at the site, replaced the front left caster on the system cart on (B)(4) 2012. RMA issued. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
The system cart caster was returned to the manufacturer and mechanical investigation found that as reported, the caster has broken off at the bolt.